Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating currents. Insulin pump monitored for several days and no failed battery test alarms occurred during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.